Event description:
During removal of the catheter, it stretched, then broke.

Manufacturer narrative:
The device involved in this incident has not been received for evaluation, but was reported as available. It was reported that during removal of the catheter, and the device stretched and broke inside the patient. Additional surgery may be required to remove the remaining segment. Based on the information stated in the dfu, the technique used during the removal of catheter may have contributed to the breakage of the catheter. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. This complaint is under investigation.